Event description:
According to rptr, lpn was using lift to place pt in w/c. Pt had elbow protector on right elbow. After sitting pt in w/c, she noted skin tears on right arm; one area 5 cm x 2.5 cm and another 4 cm x 2.5 cm. The tears were seemingly caused by rough edges on elbow protector. Dr notified and bandage-strips applied.